Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd intravascular administration set there was a missing component. There was no report of patient impact. The following information was provided by the initial reporter: ¿the alaris does not have the back check/flow valve.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of misassembly/air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using an unspecified bd intravascular administration set there was a missing component. There was no report of patient impact. The following information was provided by the initial reporter: ¿the alaris does not have the back check/flow valve